Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: cervios chronos cage broke during insertion. According to the surgeon, no excessive/unusual force was applied. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Event date: unknown date (B)(6) 2013. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The visual inspection of the returned device by the complaint handling unit revealed the device was broken. The investigation has shown; the inner thread is badly deformed, which is indicative of the instrument was not being aligned properly during insertion. This caused the damages of the inner threads and even resulted in the breakage. The broken surface shows clearly that these damages were caused due to high mechanical force (one sided force). The article was analyzed for conformance to print specification, as well as the device history record was researched (manufactured in april 2013). No abnormal findings were identified. No product fault could be detected.